Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting. Upon functional testing the fse found problems with the flex viewing system and to resolve it, a reset of all the internal boards of the pc, the grabbers and the ram memories were performed including cleaning of the respective sockets. Later the flexvision pc showed error in memory test, so the fse reloaded the software, but issue persisted. Upon troubleshooting the fse found that the tsm software was corrupted and the fse reloaded the software. After this the system didn¿t show any error, so the fse loaded the software and run operation tests on flex spot pc and flexvision pc. After reloading the software, the fse performed necessary calibration to the system and after that the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision computer was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.